Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the subject device rigid video scope head "was cleaned with crc , at first it falters, then changes the color and made a green line on the display". There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the reported issue was confirmed and found to be due to the broken r-unit and therefore the image is purple. The root cause cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.